Event description:
It was reported the patient complained of glares and halos with the intraocular lenses (iols) in both eyes. In addition, the patient complained of seeing the actual optic rings in the dim light condition. The surgeon believes the patient can not adapt to the diffractive iol. The patient's daily activities were significantly affected. Therefore, an explant was performed on both eyes. A monofocal lens was implanted as a replacement. The incision was enlarged, however, a vitrectomy was not required. There was no delay in treatment. No other information was provided. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2022. (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.